Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device was used for treatment but was not returned for evaluation. Due to product unavailability, conclusions, accurate investigation and evaluation were limited. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: use inconsistent with instructions for use recommendations. Inadvertent twisting or bending of the delivery needle. Incomplete needle penetration through meniscus. Difficulty with reaching the desired tissue location. Entanglement with other instruments or devices. Inadequate tissue conditions. Incomplete needle penetration through meniscus per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Product met specifications upon release to distribution.

Event description:
It was reported that during meniscus repair the device simultaneously deploy t1 and t2 implants. Both ts were removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿t1 and t2 were deployed at the same time.¿ t1 was absent from the return. T2 and suture were returned but had been separated from the device. The depth limiter was attached and had been fully retracted. The delivery needle was bent upward and the delivery curve was over exaggerated. The device no longer cycled or actuated due to the needle damage. The actuator was frozen with its tip beyond the delivery needle tip. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during surgery the device simultaneously deploy t1 and t2 implants. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.